Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.